Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the caller indicated that the patient claimed that the implanted system was removed. The caller indicated that they had notes from urology which indicated that they "revised the electrodes" and exchanged the battery in 2009. The caller was an MRI tech and did not have any further details. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# j0542889v, implanted: (B)(6) 2005, explanted: (B)(6) 2009, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-jul-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.